Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) through the remote monitoring system. A copy of the device memory was submitted for analysis. Disk analysis later showed two instances wherein shock impedances were more than 200 ohms; however, recent measurements were within range. Patient monitoring was going to be continued. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information reported that the device and the competitor's rv lead was explanted. The physician also decided to explant the left ventricular (lv) lead due to high pacing thresholds but it broke during the procedure and the distal portion of the lead was left in the subclavian vein. A new system will be implanted at a later date, during which the physician will also try to remove the remaining lv lead. Additional information reported that a new system has been implanted; however, the physician decided not to remove the lv lead. No additional adverse patient effects were reported. The device and both leads are no longer in service and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.